Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually and microscopically examined. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The sheath is completely separated 24.8cm from the strain relief. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. The advancer unit was able to reach optimum speed with no issues. The burr catheter was then connected to the advancer and the burr was not able to reach optimum speed due to the torn shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported difficulty, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
Reportable based on device analysis completed on 21oct2019. It was reported that device could not cross the lesion. The 80% stenosed target lesion was located in a moderately tortuous and severly calcified left anterior descending artery (lad). A 1.75mm rotalink plus was selected for use together with a rotawire. During the procedure, an attempt was made to deliver the burr to the distal lesions of the lad. However, it was unable to cross the lesion due to calcification. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed that the sheath completely separated 24.8cm from the strain relief.